Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: the returned sample was visually examined for customer¿s reported issue. Foreign matter was observed on the stopper surface inside syringe barrel. A small portion of this material was removed from the barrel and prepared for ftir (fourier transform infrared spectroscopy) spectral analysis. The spectral analysis suggests that this material has components similar to polypropylene and silicone which most likely originated during manufacturing process. Conclusion: bd was able to confirm the customer¿s indicated failure. Product will be sent to manufacturing site ((B)(4)) for customer and quality awareness. (B)(4).

Event description:
It was reported that a plastic particle was found on a 30 ml bd luer-lok¿ syringe. No injury or medical intervention.